Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the patient presented to the hospital due to feeling arrhythmia's. Upon interrogation of the pacemaker, the physician observed noises on the right ventricular (rv) channel , not often marked but when marked pacing inhibition occurred with asystole of less than two seconds. The noise was able to be reproduced with left arm extension. It was noted that for approximately three months there had been low amplitude registered. The automatic gain control was reprogrammed, but noise was still marked. Since the patient is pacemaker dependent, the physician decided to hospitalize the patient. A revision procedure would be performed. The pacemaker and rv lead were explanted and successfully replaced a few days later. The device is not expected to be returned for analysis. The clinic did not provide any information regarding the rv lead model, serial number or manufacturer. No additional adverse patient effects were reported.